Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device did not work anymore, was confirmed. It was found that there was a short circuit in the motor cable. The defective motor cable was replaced and the device was repaired, tested and found to be fully functional. Given the information provided, we cannot determine a definitive root cause for the short circuit. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12/03/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 12/03/2019 and passed all functional testing before being returned to the customer. UDI: (B)(4).

Event description:
It was reported by the affiliate in (B)(6) that the handpiece device was not working. During in-house engineering evaluation, it was determined that the there was a short circuit in the motor cable on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.